Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-02700. It was reported ((B)(6)) the patient experienced infection at the lead site. As a result the lead was explanted and the port plug was inserted into the ipg. Ipg stayed implanted.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-02700. Additional information received identified infection has resolved.